Manufacturer narrative:
Complaint confirmed. The 3.4mm drill bit associated with the ar-1678-cp kit met all as-received conditions after dimensional and material analysis. Visual evaluation revealed that the drill guide had fragmented prior to receipt for investigation. Only the handle component of the guide was returned, and it was noted that this section was warped and chipped at the distal end. At this time, the cause of the event is undetermined.

Manufacturer narrative:
This is a second follow-up submission to further evaluation findings. Complaint confirmed. The returned sample had signs of melting on the handle and damage and wear on the drill bit. The evidence suggests the most likely cause of failure is the user having difficulties penetrating the bone, leading to the drill tip wear and transverse motion of the drill in the guide due to the force applied attempting to drill through the bone. This resulted in rubbing of the drill against the metal sleeve, producing radial scratches and heat until the handle melted and broke off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lateral internal brace/ "brostrum" procedure, the surgeon was using the ar-1678-cp, implant system internal brace. The surgeon slid the 3.4 drill bit through the blue drill guide and properly positioned it into the non-articulating portion of the talus. When the power was turned on, the drill bit barely advanced through the guide before the plastic portion of the drill guide broke into two pieces. The rep stated that the inner metal portion of the guide was still intact. The drill bit was then examined, and it did not appear to be damaged. The surgeon then free-handed the drill holes without a guide for both the talus and fibula. As the surgeon went to tension the tape from the talus to the fibula, it was discovered that the 4.75 swivelock had a bundle in the tape at the junction between where the tape and suture thread together. The rep confirmed that the bundle on the tape was not an actual knot. The surgeon explained that it looked like a piece of suture was wrapped many times around the tape. The bundle made it challenging for the tape to pass through the eyelet. The rep confirmed that the surgeon was able to pass the tape one at a time slowly with his thumb at the eyelet, and the internal brace was able to be completed. Additional information received on 11/09/2018: the rep confirmed that the broken piece did not enter into the patient, and was fully retrieved and accounted for. The rep confirmed that the anchor held and remains implanted.